Event description:
This device was explanted because the rv lead was capped due to intermittent oversensing and inappropriate shock. The physician decided to change the device out at the same time to prevent another procedure in the near future. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 24 months and 190 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the farfield-channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. There was no indication of a material or manufacturing problem.